Event description:
[Description: distal femoral 1.8mm posterior chamfer: 0.6mm] [rio reg: 0.28] [rio ver: 1.2 (best of 3)] [probe reg: blue 1.0 green 0.8][bone reg: femur 0.3 tibia 0.4] [pin placement: both intra incisional] [blade reg value: angle 0.3]. Additional information: as far as I can remember there was no red on screen during this case for the distal femoral cut. It was showing all white. Tka 1.0.

Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving an unknown robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
[Description: distal femoral 1.8mm posterior chamfer: 0.6mm] [rio reg: 0.28] [rio ver: 1.2 (best of 3)] [probe reg: blue 1.0 green 0.8][bone reg: femur 0.3 tibia 0.4] [pin placement: both intra incisional] [blade reg value: angle 0.3]. Additional information: as far as I can remember there was no red on screen during this case for the distal femoral cut. It was showing all white. Tka 1.0.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.